Event description:
It was reported that the patient with this neurostimulator had their device removed due to a concerning device infection. There was redness and pus at the lead insertion and ins site. The patient was put on antibiotics. After having the device removed, the patient stated that they instantly felt better. The physician determined that the patient had a methicillin-resistant staphylococcus aureus infection and could not determine if it was device-related or not. They also noted that it appeared like a seroma in appearance. They later stated that they would not be comfortable implanting the patient again even if the patient waited an appropriate amount of time to heal. There were no known device issues and no additional patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006. Concominent UDI: (B)(4).